Event description:
Reportedly, during patient use, the "check circuit" and "high base pressure" alarms occurred repeatedly. The patient was manually ventilated and transferred to another ventilator. The same experience occurred when the ventilator was used with a test lung. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.